Event description:
The customer reported that while running an antibody screening assay, summit sample handler did not pipette sample into position 6. No error message was given. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.